Event description:
It was reported that the inner shaft of the extractor broke when surgeon was attempting to remove a screw already locked into the plate. It snapped after the counter-torque sleeve was tightened completely down on the plate.

Manufacturer narrative:
The instrument was discarded by the hospital. No evaluation can be performed on the instrument, so no conclusion can be drawn.